Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -7.50/+2.0/164 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, pupil block with elevated iop. Post-op first day, the surgeon noted the lens pushed the iris backward to the crystalline and iris has touched the crystalline lens. He performed the anterior chamber irrigation/evacuation of remaining visco/fluids twice to solved the problem but nothing has changed. On (B)(6) 2017 the lens was explanted. On (B)(6) 2017, the surgeon commented that the pupil fixed dilated posterior synechia, and less pupillary movement. On (B)(6) 2017, the customer stated the patient's eye back to normal as before, and the dr. Is planning to implant another lens for the patient. As of the date of MDR submission, the lens has not been returned.